Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurosurgeon that high lead impedance was found during patient's last clinic visit and the dc dc was 7. The patient indicated had lost awareness of stimulation but reports no benefit anyway. At the moment the plan is to remove the patient's vns and no replacement is planned. Good faith attempts to obtain further information have been unsuccessful to date.